Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Review of transmissions revealed that the implantable cardioverter defibrillator diagnosed a supraventricular tachycardia as a ventricular tachycardia, resulting in inappropriate antitachycardia pacing. No device intervention was performed but programming changes were discussed. The patient was in stable condition.